Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a flo-gard infusion pump which over-delivered. It is unknown when or in which care area this event occurred and the total amount infused and type of drug/solution are also unknown. There are no reports of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.